Event description:
The customer contacted philips healthcare to report that a therapy pca received had a pin missing from the serial connector port and to request a new therapy pca for placement in this defibrillator. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.